Event description:
Boston scientific crm received information that during this pacemaker replacement procedure, the atrial lead was stuck in the header. It was noted that part of the terminal pin was removed, but not all. The lead was surgically abandoned due to this as well as the patient's atrial fibrillation. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned.